Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. No product was returned and no test or inspections could be performed. The reason for the revision was due to infection. The distributor provided two post-operative CT scans from the implantation surgery. Upon review of the CT scans, no conclusions could be reached in regards to the infection. The distributor suggested it may have been caused from a wound created when the physician tried to place the implant. However, this could not be confirmed based on the materials provided. DHR and sterile certificates were reviewed and no discrepancies or nor anomalies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00159-1 and 0001032347-2019-00160-1.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Implant date: (B)(6) 2019 report source- foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00159 and 0001032347-2019-00160.

Event description:
It was reported the patient developed a wound where the implant did not fit and that wound is infected. The implant was replaced and now everything is fine. No additional patient consequences were reported.